Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, backup operation was observed on the pulse generator. The patient presented the same day in clinic. Upon interrogation of the deceive, backup operation was confirmed. A power on reset status was noted. The patient had not experienced any recent external defibrillation, MRI or other medical procedure. Further troubleshooting revealed the device reached end of service. It is unknown if backup operation was triggered before or after the device reached end of service. Device replacement procedure was discussed but unknown if it was performed. The patient was stable and without complaint during the attempted recovery.

Event description:
New information noted that the device was explanted on an unknown date. No additional information was reported.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. After cutting open the device, the battery was found to have reached end of life. Battery data found in the device image revealed voltage drops consistent with premature depletion. Further analysis of the device image found power on reset backup had occurred because of the premature battery depletion. After replacing the device battery, battery current measurements were found to be within normal range. External analysis of the hybrid, wireless module, and battery found no defects that could contribute to the observed premature depletion.